Manufacturer narrative:
The device involved in this event has not been returned for evaluation.(B)(4)

Manufacturer narrative:
The catheter has been returned and evaluated. A ruptured was found at approximately 6.9cm from the distal tip. The appearance of the catheter is consistence with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. (B)(4).

Event description:
Embolization treatment of a davf. It was reported the catheter ruptured during onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00030.

Event description:
Embolization treatment of a davf. It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2011-00030